Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due the reported mechanical impact appears very likely. Further, in situ measurements point to a post-operative migration of the active electrode out of cochlea. In addition, it is reported that the recipient underwent a skin flap thinning surgery due to coupling issues. Reportedly the coupling remained the same after the revision surgery, however the skin flap thickness was not measured and therefore not be confirmed to be within specification. To determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
Affected channels were noticed during in situ measurements. Currently, the user is using the contra-lateral implant with good results. The clinic will inform about possible steps.

Event description:
Affected channels were noticed during in situ measurements. Currently, the user is using the contra-lateral implant with good results. The clinic will inform about the next steps.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.